Event description:
Pacemaker with single right ventricular lead implanted for complete heart block. Recent "seizure" activity most likely from sudden complete heart block due to insulation fracture of right ventricular lead. Lead extracted and new lead reimplanted.